Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistula de-clotting procedure the catheter tip detached. The physician had acquired av fistula access in the patients left arm and during the procedure the catheter tip detached. The physician then used a vascular snare to successfully retrieve the catheter tip from the patients arm.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.